Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the ck1, nl2, and nl3 with 1 syringe of juvéderm® voluma¿ with lidocaine and in the tml, tt2, tt3 and lips with 2 syringes of juvéderm ultra¿ xc. The patient developed ¿nodules and edema¿ in the right ck1 6 months later. The patient believed it was caused by the bruxism. The event ¿improved fast.¿ the patient then experienced the event in the left ck1. The patient then experienced the event in the lip. The patient believed it was ¿herpes¿ and took aciclovir. The patient then experienced ¿edema¿ in the inferior eyelid. The physician noted that the patient¿s partner also has the same adverse event and mentioned a possible bacteria exchange during kissing. The patient was prescribed corticoids for 5 days, with symptom improvement. The patient had a physical examination a month after onset where the physician noted ¿mild lower orbital edema (left) and very little edema in the lips (superior and inferior).¿ the patient reported that the event is more accentuated in the morning but regresses during the day. The patient was treated with 20 mg of predsim®. The symptoms resolved a week later. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00861 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra¿ xc.